Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) for the patient's ventricular tachycardia (vt). The atp was temporarily effective but was suspected to accelerate the vt to the ventricular fibrillation (vf) zone. Shocks were then provided by this crt-d. It was noted the patient had a history of vt. Technical services (ts) provided troubleshooting and reprogramming options. This crt-d remains in service. No additional adverse patient effects were reported.